Manufacturer narrative:
Additional information: d9, h3, h6(update codes), h11. H11: the actual device and a companion sample were received for evaluation. Visual inspection of the actual sample did not identify any leak and showed bubbles in the valve set on port 5; however, bubbles in the line are not associated with a contamination or accuracy issue. Visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the returned sample and the issue of bubbles was not observed or encountered during testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a em2400 valve set leaked. The issue was observed during set up. There was no patient involvement. No additional information is available.